Event description:
An ophthalmic surgeon reported a pt experienced increased inflammation following surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4). This report was mailed to FDA on: 5/12/2011. (B)(4).